Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while attempting to resume insulin therapy with the pump. Customer's blood glucose level was 183 mg/dl. Contact reported that customer was not using the pump for insulin therapy at time of alarm. Customer was unable to clear the alarm. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.